Event description:
Subsequent to the initially filed eumir report, the following information was provided: the procedure was to treat a lesion in the proximal right coronary artery with history of a dissection. The balloon was inflated 3 times to 20 atmospheres. Negative pressure was held, then the device re-inflated, and negative pressure held again and this was repeated. There was no harm to the patient due to the delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek, rx, global, instruction for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek device is 18 atm; therefore, rbp was exceeded. In this case, it is unknown if the IFU violation caused or contributed to the reported compliant. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with history of a dissection. The 4.5x8 mm nc trek balloon dilatation catheter (bdc) was inflated 3 times to 20 atmospheres but was not possible to deflate during the procedure. Negative pressure was held, then the device re-inflated, and negative pressure held again and this was repeated. The balloon was brought to the aorta and inflated until it ruptured. The balloon was retrieved with a guideliner and a sheathless catheter. There was a delay in the procedure but no harm to the patient. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.